Event description:
It was reported that the patient¿s pump ¿broke free and slid and went underneath my rib cage.¿ the pump was moved from her abdomen to buttocks as a result. No patient symptoms were reported. The type of medication being delivered via the device system was unknown. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the pump issue was not determined.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter. (B)(4).